Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
A patient reports while activating a pod the cannula had deployed prior to application at the pod infusion site. The pod was not worn.

Manufacturer narrative:
The returned device was evaluated and the data shows the device completed both the first and second priming sequences, delivered 2905 total pulses and a bolus during its run. No damages or defects were found that would result in the needle deploying early. The device generated an 0x40 hazard alarm indicating rotational sensor maximum open count exceeded. Timeouts were observed at the end of the pods run in addition to a failure to transition in the rotational sensor data indicating a drive stall occurred. The device was able to successfully complete a 5u rerun with no timeouts or drive stalls. No damages or defects were found that would cause a drive stall or subsequent hazard alarm. The exact cause of the reported alarm could not be determined.